Event description:
It was reported that the patient's right ventricular lead exhibited high thresholds and loss of capture. The right ventricular lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of inadequate capture and failure to capture were not confirmed. As received, a complete lead was returned in (B)(4) pieces. Electrical testing was normal and found no indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exemption of procedural damage.